Event description:
On (B)(6) 2013, this patient was implanted with two conformable gore tag thoracic endoprosthesis to treat a thoracic aortic aneurysm. It was reported on (B)(6) 2013, the physician explanted the gore devices due to a possible infection.

Manufacturer narrative:
Results code: the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Additional devices implanted and/or related to this event: (B)(4).